Manufacturer narrative:
(B)(4) (extended surgery for more than 30 minutes). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a kidney transplant surgery, the surgeon was performing anastamosis at which time a suture broke and needle and suture fell inside the patient. This occurred twice. The third time the needle detached from the suture prior to the technician passes it to the surgeon. Due to an incorrect needle count an x-ray was taken to insure nothing was left inside patient. The surgeon used another suture from the same lot to finish the procedure. The surgical time extended 30 minutes or more due to the product problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The visual inspection of the opened sample noted (one) suture and (one) needle. The needle was returned disengaged from the suture. Normal crimp and swage marks were noted on the needle barrel. Needle attachment and knot pull tests were performed on the sealed samples, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.